Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.

Event description:
It was reported that while inserting the spacer during the implant procedure, the spacer could not be deployed. The device was removed from the patient and it was found that the spacer was broken. A new device was successfully implanted.